Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, post paced t-wave oversensing was observed on the implantable cardioverter defibrillator. The oversensing was noted on the real time electrocardiogram. The patient did not receive therapy during the oversensing. Programming changes were made during the device check. No additional information was reported.